Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during insertion into the patient, there was a loss of light with the video optics, making intubation no possible. The patient had a bmi of 43.a change was made to c-mac blade size number 4 video & light due to the patient's anatomy no adjustable. Organisation of new d-blade blade video & light available on 2 attempt to insert intubation possible. As a result of the event, the patient experienced a drop in spo2 and minor bleeding in the pharynx.